Event description:
The pt was bilaterally implanted with smooth saline mammary prosthesis on 6/10/98. Subsequently, the pt experienced bilateral capsular contracture, pain and anxiety. The devices were removed on 11/24/98.